Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The unit was pulled from service for evaluation by the facility biomedical engineer (biomed) following the event. The biomed replaced the power control board and ordered a triac, however, the resolution of the machine issue was unable to be obtained. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical engineer (biomed) at a user facility reported that the fresenius 2008k2 hemodialysis (hd) machine had a burned power control board. The machine was originally removed from service that day due to an issue with a low temperature message. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals as a result of this malfunction. The biomed stated that the power logic board was telling the power control board to turn on the heater relay (zero volts direct current at pin 2 of the cable c), but the heater relay was off (zero volts alternating current between the brown and green wires to the heater rod). The biomed removed the power control board from the machine and a burn mark was visually observed near resister 9. There was no burning smell, smoke, flame, or spark reported. The power control board was an original fresenius part. The biomed replaced the power control board but the issue was not resolved. The biomed ordered a triac through a third party distribution company in an attempt to troubleshoot the problem. The machine is currently out of service. No parts are available to be returned to the manufacturer for evaluation. No further information has been made available.